Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the were 9 inappropriate shocks delivered due to noise on the lead. This lead was capped and replaced on (B)(6) 2018. Should additional information be received, this file will be updated.